Manufacturer narrative:
Analysis of the log file that was provided by the account confirmed elevations in power and flow; however, a specific cause for these findings could not conclusively be established through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system(lvas) and the reported hemolysis could not conclusively be established through this evaluation. The account submitted a log files for review. Analysis of the submitted log files revealed transient power elevations up to 11.6 watts between 01sep2018 and 16sep2018. A majority of these elevations appeared to be associated with pi events. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. Multiple attempts for additional information were made and no further detail was provided. The heartmate ii left ventricular assist system instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was initially admitted on (B)(6) 2018 . The clinician team stated that there was no concern for hemolysis as the ldh level was 242; echocardiogram results showed the av remained closed and moderate mr and moderate tr. The patient was feeling constipated. The patient was discharged on (B)(6) 2018 and will continued to be monitored.

Manufacturer narrative:
Approximate age of device - 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) levels were measured to be 210 u/l with no dark urine. The patient had elevated flows and power. The patient received an echo which showed the aortic valve closed. The patient continued on persantine, aspirin, coumadin for previous hemolysis. No further information was reported.